Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: brown particles, opening curved on anterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and posterior and creases fold. Base on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant associated anaplastic large cell lymphoma.

Event description:
Healthcare professional reported right side breast implant associated anaplastic large cell lymphoma; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device remains implanted.